Event description:
During a cholecystectomy the heat shrink tubing of the lapclinch grasper tip fell off and into the pt. Heat shrink was removed from the pt and no harm came to the pt.

Manufacturer narrative:
The investigation revealed that the heat shrink tube sustained damage. There were visible tool marks on the heat shrink tubing resulting in the heat shrink tubing to fall off the tip.